Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal generator change out procedure, the right ventricular lead exhibited insulation anomaly. There were no electrical anomalies noted. The pocket was closed for lead revision to take place at another time. On (B)(6) 2016, the lead was capped and replaced. The patient experienced no adverse consequences.